Event description:
A malfunction code 16 was reported for a pump, and it was resettable. There was no reported adverse impact to the customer¿s blood glucose level. Customer service provided pump reset information and assisted the caller with resetting the pump, but the malfunction recurred. Consequently, a replacement pump was arranged, and the customer was instructed to use multiple daily injections (mdi) as backup therapy. Additionally, the customer was advised on how to put the pump into storage mode before returning it and was asked to return the faulty pump using a pre-paid label within 10 days.